Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pericardial effusion was observed several hours post implant. A pericardiocentesis was performed to drain the fluid and the patient was stabilized. During device checkup the next morning, an increase in threshold was observed. Fluoroscopy showed no significant dislodgement of the lead. The patient was in stable condition and will continue to be monitored.